Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, remote technical support was requested. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 pressure tubing was disconnected and reconnected to the outlet after the patient was moved to a different location a technical error 389 occurred. No health issues. No patient involvement was reported. The ventilator was replaced.